Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a two 275cc mentor smooth round moderate profile prostheses and experienced left-sided deflation and bilateral grade iii capsular contracture postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient had the implants explanted on (B)(6) 2020. This report is for the left prosthesis.

Manufacturer narrative:
On (B)(6) 2020 he investigation on the suspected medical device was completed. After the manufacturing record evaluation, it was found that the device manufacture date and the expiration date are (B)(6) 1996 and (B)(6) 2004 respectively. Investigation summary : during visual evaluation of the sample, a crease was noted on the posterior view. Additionally, a tear measuring approximately 0.3 cm was found within the crease, causing a deflation. The evaluation determined that the rupture is consistent with a crease fold rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).